Event description:
It was reported that a patient with a 27mm valve implanted for nine years, ten months was being evaluated for a valve-in-valve procedure due to thickened leaflets, inadequate coaptation, and severe central regurgitation. The patient underwent a valve-in-valve procedure after an implant duration of nine years, eleven months. A 29mm valve was implanted. The patient outcome was stable. The patient was discharged home in stable condition on pod #1. Per received records, the patient had severe aortic regurgitation with malcoaptation of the right coronary prosthetic cusp. The regurgitant jet was directed posteriorly and was restricting diastolic excursion of the anterior leaflet of the mitral valve. There was no periprosthetic aortic regurgitation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 27mm valve implanted for nine years, ten months was being evaluated for a valve-in-valve procedure due to thickened leaflets, inadequate coaptation, and severe central regurgitation. The patient underwent a valve-in-valve procedure after an implant duration of nine years, eleven months. A 29mm valve was implanted. The patient outcome was stable. Per received records, the patient had severe aortic regurgitation with malcoaptation of the right coronary prosthetic cusp. The regurgitant jet was directed posteriorly and was restricting diastolic excursion of the anterior leaflet of the mitral valve. There was no periprosthetic aortic regurgitation.